Event description:
During remote monitoring, episodes of high pacing impedance and noise resulting in oversensing and inappropriate shock were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated lead fracture was suspected, but could not be confirmed to be the cause of the event.